Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and occipital neuralgia. It was reported that the patient fell out of bed last week and onto their concrete floor. After the fall the patient was feeling "electrocuted" in their arms and weakness in their legs in certain positions. Shocking, a loss of therapy, and stimulation in an undesired location were reported. The patient stated that they turned stimulation down but was still having the same problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.